Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation, the patient had a small cavity and the width was right on the 2.5cm line. The array sensor was going on and off during the cavity assessment. The physician pulled back, but was still not getting much more width. "Went back in with a dilator." When the device was opened again the width went to 4.5cm, the physican thought he might have perforated. "He was going up top to do a tubal. Scope confirmed perforation of fundus on one side." Energy was used on the site to stop the bleeding. No additional information was received.